Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that it was not possible to interrogate the pacemaker. Multiple programmers were used. The pacemaker also did not respond to magnet application. The patient was not dependent and had an intrinsic rhythm. The pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and the reported event was confirmed. There was no telemetry; however, detailed analysis determined that the battery and hybrid were operating normally. Based on a review of all available information, the root cause of the reported event could not be determined.

Event description:
It was reported that it was not possible to interrogate the pacemaker. Multiple programmers were used. The pacemaker also did not respond to magnet application. The patient was not dependent and had an intrinsic rhythm. The pacemaker was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.